Event description:
The 10 french foley catheter removal procedure had begun. The nurse applied the syringe to port and allowed for gravity to remove the 5cc as stated on the catheter for inflation. A 6cc came out, still some resistance, so nurse gently aspirated and removed another 3cc of solution. Upon removing the catheter there was still a slight resistance noted, but the foley was able to be removed. There was no discharge, no blood and no further issues noted to patient upon removal. However, a slight ridge was discovered at the area of the balloon distal to the tip that may have been part of the reason for the resistance. Follow up was done with the nurse educator for the emergency department (ed) where the catheter was placed to retrain all staff that when inserting these foley catheters, no more than the stated amount of solution should ever be inserted into the balloon as overfilling may also have contributed to this problem.